Manufacturer narrative:
If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the pico stopped working before 7 days. No patient harm was reported.